Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). An additional evaluation as well as a review of the device history records (DHR) was performed and the report states the following: the visual examination did confirm the poly-axial head has indeed come of the screw. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard (iso 5832-11. Further, the rod is not a synthes product therefore we are not able to determine the exact cause which has lead to this problem. In addition there were no further indications suggesting that the functional and design requirements for the pull-off strength have been compromised. Unfortunately the given information did not provide sufficient evidence for an exact determination of the failure reason. No product fault could be detected. Review of the DHR showed there were no issues during the manufacture that would contribute to this complaint condition.

Event description:
It was reported: during a procedure, the surgeon was compressing the screw along the rod when the polyaxial head came away from the bone screw. No further information is available at this time. This is report 1 of 1 for complaint (B)(4).